Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: the customer stated the connector pin has broken off. The reported event was confirmed. The supplier evaluation revealed that the control electronics are defective due to a broken off contact. Further the ball bearings are rough.

Event description:
This is a conversion from cc196181, line 300095. An customer update was received which made a repair to a complaint. The customer stated the connector pin has broken off. There was no harm for the patient, operator or third party reported. No further information received.